Manufacturer narrative:
The lead was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was attempted to be implanted but not used due to dislodgement. The lead had pulled back into the coronary sinus. The lead was not used for implant. A second lead was also attempted to be implanted but was not used due to dislodgement. The lead too had pulled back into the coronary sinus. The lead was not used for implant. A third attempt was able to successfully implant a lead in the lv. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.